Manufacturer narrative:
Carefusion complaint number cmp161045. The customer has requested that field service evaluate this unit. When additional information becomes available a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time carefusion does not have information if the device will be returned for evaluation.

Event description:
The customer stated that per the respiratory therapist the unit is having "circuit occlusion" alarms approximately 2-3 times on the patient. When the vent is removed and put on a test lung they are unable to duplicate the alarm. The customer also stated that there was no patient harm as they were able to switch to a different ventilator. The unit had a preventative maintenance in (B)(6). This event occured with this unit once before the preventative maintenance and twice after. The customer has requested for field service to evaluate the unit